Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement and elevated threshold. The cause was not determined. The device was electively explanted while the lead was surgically abandoned. A new device and lv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.